Manufacturer narrative:
There were other samples that resulted a (B)(6) on the same plate ran with the sample in question. Advised the customer that all reagents were rule out because they were tested with other samples that resulted as expected. Instrument operating as expected. Advised the customer that we are unable to rule out the sample.

Event description:
On (B)(6) 2016 a customer reported an abo descrepancy on the galileo instrument. Customer stated that they received a ab (B)(6) result on the galileo when the patient is historically a (B)(6). The anti-b resulted 4+ on the galileo.